Event description:
It was reported to boston scientific corporation that a gold probe was to be used for an esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, during preparation, the device was tested in saline however; no bubbles appeared and there was no cautery. The procedure was completed using another gold probe along with the original generator/equipment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. (B)(4) for the reported event of failed to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an gold probe was to be used for an esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, during preparation, the device was tested in saline however; no bubbles appeared and there was no cautery. The procedure was completed using another gold probe along with the original generator/equipment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.